Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead was being evaluated for chest pain. During the device check it was noted that there was noise and oversensing. It was also noted that the pacing impedances were less than 200 ohms. The patient was referred to see their device following physician at a later date. There were no adverse patient effects reported. The system remains in service.